Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of image noise is a component failure. Based on the results of the investigation, it is likely the following led to the disappeared area: degradation problem identified. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of image blurred. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a noise image occurs due to damage on charged couple device unit and an indication on connecting tube had a disappeared area one square millimeter (1 mm2) or more were found. There was no patient involvement.